Event description:
No harm to patient. When using the surgiphor antimicrobial irrigation system (ref #910110 lot # 4297341, exp date 09-30-2026), the bottle cracked while in surgeon's hand being used as directed. The wound was irrigated with large amount of sterile fluid and bottle inspected with all pieces intact.